Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm. Customer's blood glucose value was 300 mg/dl-400 mg/dl at the time of incident and blood glucose was 400 mg/dl at the time of the call. The customer was assisted with troubleshooting for no delivery alarm which was resolved by changing the complete set. No products will be returned for analysis.